Event description:
It was reported the pt's ipg was unable to establish communication with her charger or programmer. The pt reported she had stopped charging some time ago because she had lost her charger. It was reported the pt is looking for a new physician to consult with regarding an ipg replacement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.